Event description:
This event is reported as: there was some resistance when the trigger was depressed so it could not be depressed smoothly. Another visistat stapler was used to continue the procedure. Defect was discovered during an unk medical procedure. No pt injury reported.

Manufacturer narrative:
Product was received by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.